Event description:
It was reported that during a da vinci-assisted nephrectomy procedure the maryland bipolar forceps instrument did not apply bipolar energy. The procedure was completed with no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test, confirming a complete break in the wire. Yaw pulley adjacent to the broken wire found to have thermal damage. The instrument was found to have charring and localized melting at the yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.